Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft3 iii results for one patient sample tested on a cobas 8000 e 801 module. The sample was submitted for investigation and tested on a centaur analyzer, cobas 8000 e 801 module, cobas 6000 e 602 module, and a cobas e 411 immunoassay analyzer. Refer to the attachment to the medwatch for all patient data. Information concerning if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. From the information provided, a general reagent issue could most likely be excluded. The investigation was unable to find a definitive root cause.